Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. During a stenting procedure, a 3.5mm x 30mm x 144cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at nominal pressure. No patient complications were reported. Balloon popped at nominal pressure. Doctor said that surprised him since the pressure was so low. Inter-operatively. Female patient age unknown.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).